Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and it passed. The receiver failed to charge and boot due to no power but will turn on with a known good battery after receiver case is open. The receiver download passed by using a known good battery. The log was downloaded and reviewed finding firmware errors. An internal visual inspection was performed and failed due to finding battery damage. The allegation was confirmed. The probable cause is damaged battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/02/2019, that on (B)(6) 2018, an unexpected receiver shutdown occured. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported unexpected receiver shutdown could not be determined. A root cause could not be determined.